Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date in section b3 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified inaccurate readings on the abbott diabetes care (adc) device compared to unspecified readings on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. It is unknown what symptoms the customer experienced. The customer was unable to self-treat, was hospitalized and had contact with a healthcare professional (hcp). Details of the type of treatment the hcp provided to the customer was not provided. There was no report of death, serious injury, or mistreatment associated with this event.